Manufacturer narrative:
MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with ectasia approximately one year post lasik in the left eye. The patient has an abnormal topography post lasik. The patient feels that vision is steadily declining over the last few months. Upon follow up, corneal cross linking is being considered for this patient. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during device history records review. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to and after the date the complaint was reported. The root cause could not be identified conclusively, because no logfile or other relevant data is available for review. The manufacturer internal reference number is: (B)(4).